Event description:
It was reported that the device could not be interrogated. The device was replaced.

Manufacturer narrative:
The field experience of no communication was confirmed. Upon receipt, no communication could be established between the device and the programmer. When cut open, the battery voltage was found t o be very low. With another battery attached, the device function was normal. The device's pace and sense functionality was tested and found to be normal. An excessive current drain was caused by a hybrid circuit anomaly. This resulted in the battery depletion observed and the field event of no communication.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.